Event description:
Procedure performed: unknown. Event description: dr. [Name] (general surgeon) mentioned that he experienced a similar incident. During the procedure, the clear seal housing went down the abdomen and they got it out of the patient. It happened when the surgeon put down a suction irrigator through the trocar. A 12mm trocar was used. Additional information provided by applied medical representative on 30oct2025: the only information I have is that the trocar in question is the applied c0r47 hasson. The device was pitch/trown away after the surgery. Intervention: they removed the clear seal housing from the abdomen. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records were performed, and no relevant documentation was identified.

Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: dr. [Name] (general surgeon) mentioned that he experienced a similar incident. During the procedure, the clear seal housing went down the abdomen and they got it out of the patient. It happened when the surgeon put down a suction irrigator through the trocar. A 12mm trocar was used. Intervention: they removed the clear seal housing from the abdomen patient status: fine.